Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the patient had a second washout for superficial infection on the other side of the incision, quite a distance away from where the first infection was. The surgeon opted for a wound washout and no hardware removal. The patient was admitted the day prior to surgery. This was reported as a recurrent staphylococcus infection. Vancomycin was used for this washout. On (B)(6) 2026, the patient had the neurostimulator explanted. Additional details were not provided.